Manufacturer narrative:
(B)(4). Batch # m53329. The analysis results showed that one gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device deliver any staples: yes; if yes, were the staples formed properly: the staples that actually deployed appeared to be formed properly; if yes, was the staple line complete: no. It seemed to have pulled apart in the most proximal segment of the firing; did the device cut, if yes, was the cut line complete: yes; if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: no on which firing did this event occur (1st, 2nd, 12th, etc.)? 4th or 5th; were any unexpected noises heard? If so, when: no; were any of the forces higher or lower than expected (closing, firing, or opening): tissue appeared to bunch in the proximal 3rd (approximate) of the jaw. Forces appeared to be higher in that area of the jaw; was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Event description:
It was reported that during roux eny gastric bypass procedure, the surgeon was closing the gastrojejunostomy with a white reoad with seamguard buttressing. They used the stapler with another white reload and the staple line appeared to be intact. Case completed with another firing. There were no patient consequences reported.